Event description:
It was reported that the pt experienced increased spasticity and "swelling" at pump site. The pt was taken back to surgery where it was noted that the pump pocket was full of fluid. The hcp was able to withdraw from the catheter; then injected sterile saline through the catheter and a leak was noted at the connection of the sutureless connector and the catheter. The sutureless connector was replaced with an 8575 connector.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.